Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - it was reported a patient had a right total knee arthroplasty on 2012. Subsequently, the patient is inquiring regarding recalls & indicates ongoing treatment & therapy with the only option of a revision

Manufacturer narrative:
The reason for this revision surgery, the agent reported "(it was reported a patient had a right total knee arthroplasty on (B)(6) 2012. Subsequently, the patient is inquiring regarding recalls & indicates ongoing treatment & therapy with the only option of a revision. No further information or outcome has been provided. Male, 65)." This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an event. There were no findings during this evaluation that indicate that the reported device(s) was defective. No further action is deemed necessary. A review of the device history record(s) show that the reported component(s) used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to an event. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. The root cause of this complaint is the patient indicates there is ongoing treatment & therapy. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the ongoing treatment & therapy. There are multiple factors that may contribute to an event that are outside of the control of djo surgical.